Event description:
Device was deployed by md using proper technique. Md rescoped egd pt to evaluate proper placement of probe in esophagus. Probe was not attached. Upon further evaluation, probe was found floating near vocal cords. Retrieved emergently with net.